Event description:
It was reported that during a procedure at the bifurcation of the internal and common carotid artery, the embolic protection device was placed and the 6/8 x 30 mm xact stent delivery system (sds) was advanced without incident and was positioned. During deployment the stent jumped and landed distal to the target lesion. A second xact stent was deployed in the target lesion without incident. It was noted that the patient experienced slight bradycardia and hypotension during post dilatation with the unspecfied balloon catheter. Medication was given and the patient symptoms resolved and stabilized during the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is estimated. The device was returned for analysis. The inaccurate delivery could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.